Event description:
It was reported that the device was explanted due to the elective replacement indicator (eri). It was noted that the device battery should have lasted longer. The battery voltage discharge curve showed a dip in battery voltage starting in 2023. The device was successfully replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received at elective replacement indicator (eri) level. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.